Event description:
During use in a CABG procedure, anesthesia machine failed to function mid-way through the surgical procedure. The pt was on cardio-pulmonary bypass; another machine was substituted without harm to the pt. The vendor was contacted after the procedure; came on monday 10/29/07 and replaced the motherboard on the machine.